Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the device stopped and would not reactivate. A second hand piece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.